Event description:
The hospital reported during an endoscopic vein harvesting procedure, that t.w. Power supply did not have energy. Hospital engineers confirmed it was not working. No case delay but a small delay while another power supply was hooked up. The customer did try switching our both the ext able and adapter, before getting a new power supply. New power supply was hooked up to finish the case. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). The device was sent to the factory for evaluation on (B)(6)/2024. An investigation was conducted on (B)(6)2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A reference power cord was attached to the power supply and the device was switched on. The green light was observed to indicate that there was power to the device. A pre-cautery test was performed per the instruction for use (IFU) with the reference cable, reference adapter, and vasoview hemopro 2 device, and returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Functional testing of the device was conducted on (B)(6)2024. Tthe complaint vasoview hemopro power supply was tested using a keysight multimeter model 34461 a (# (B)(6)) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.49 vdc (passed test) low current output: 3.97 amps dc (passed test) high current output: 5.93 amps dc (failed test the complaint vasoview hemopro power supply failed one out of the three output tests. The value for the test that did fail fell just outside of the tolerance range, but the power supply would still be able to deliver energy. See attached engineer evaluation memo. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.